Event description:
A 2.5 mm diameter by 15 mm length s660 stent delivery system was inserted for treatment of a lesion located in the mid-circumflex artery. Vessel tortuosity is unknown. There was little calcification. The lesion was pre-dilated, but was persistent and did not completely dilate in one spot. The physician inserted the s660 stent to the lesion site and inflated to 12 atm. The stent would not completely deploy. The physician attempted to remove sds, but had to pull hard to remove the sds and guidewire while he deep seated the guide catheter. The stent remains in the vessel. The sales rep reviewed the cine films and it appeared that the distal 3 mm of the stent was pinched down along with the shoulders of the balloon being constrained. No additional sequelae were reported and the pt is reported to be fine.